Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a harvest of the great saphenous vein as coronary artery bypass grafting (CABG), open procedure, the device was misfiring and unable to be used. The surgeon was able to squeeze the handle. Individual self-loading liga applicators used in place. There was no patient injury.

Event description:
According to the reporter, during a harvest of the great saphenous vein as coronary artery bypass grafting (CABG), open procedure, the six devices were misfiring and unable to be used. The surgeon was able to squeeze the handle. Individual self-loading liga applicators used in place. There was no patient injury.

Manufacturer narrative:
Correction: b5 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 133650, 133650 premium surgiclip iii 9.0 (lot#p3h1106); 133650, 133650 premium surgiclip iii 9.0 (lot#p3h1106); 133650, 133650 premium surgiclip iii 9.0 (lot#p3h1106); 133650, 133650 premium surgiclip iii 9.0 (lot#p3h1106); 133650, 133650 premium surgiclip iii 9.0 (lot#p3h1106). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an harvest of the great saphenous vein as coronary artery bypass grafting (CABG), open procedure, the device was misfiring and unable to be used. The surgeon was able to squeeze the handle. Individual self-loading liga applicators used in place.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Six representative samples sealed were returned for evalua tion. Visual inspection noted that the instruments were sealed with no abnormalities. Functional testing found that the pusher bar was not loading the clips properly when applied onto the test media. It was reported that the device was misfiring and unable to be used. The reported issue was confirmed. The most likely cause was traced to a device design issue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.